Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 10/03/2025, the patient began to feel dizzy and eventually lost. The patient stated that prior to passing out, the cgm did not drop below 100 mg/dl. No fingerstick test was performed during the episode. The patient was assisted by a bystander. It was not mentioned if the bg was checked. No treatment or medication was administered, and the patient did not call for an ambulance or seek further medical assistance or hospital care. After the incident, the patient reported feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.